Event description:
It was reported that a cartridge alarm occurred, identified as alarm 20. There was no adverse impact to the customer's blood glucose level, remaining below 500 mg/dl (27.7 mmol/l). The customer was instructed by technical support to place the pump into storage mode and return it to tandem using a prepaid shipping label. A replacement pump with updated software was sent, and the customer was informed to complete training before using it. The caller understood and acknowledged all instructions.